Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing a maxcutter on (B) (6) 2009. During the procedure, the tip of the suture cutter broke off into patient. The tip was retrieved from the patient without further damage and scissors were used to cut the suture.

Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing a maxcutter in 2009. During the procedure, the tip of the suture cutter broke off into patient. The tip was retrieved from the patient without further damage and scissors were used to cut the suture.

Manufacturer narrative:
Other - evaluation of the returned device confirmed that the tip broke in bending overload.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.